Manufacturer narrative:
The insulin pump had an intermittent button due to corroded keypad traces. No button error alarms noted. The insulin pump was received with cracked case on display window corners, cracked display window and minor scratches on lcd window.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 152mg/dl. The customer was advised that the device would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.